Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer received a loop error message of ¿try again in 60 minutes¿ on the same of applying the adc freestyle libre sensor. As a result, the customer experienced symptoms described as ¿foam came out of her mouth, didn't feel well¿ and a loss of consciousness. The customer visited their diabetologist who noted that ¿everything is ok¿ and there was no report of a medical treatment rendered for the reported issue. There was no report of death or permanent injury associated with this event.